Event description:
It was reported that a loss of therapeutic effect occurred. A reprogramming occurred on (B)(6) 2011 and all impedance measurements were > 4000 ohms. Symptoms associated with the event included the pt was not able to feel any vaginal stimulation. There was increased urinary urgency and frequency. The pt did not require hospitalization due to the event. The pt was scheduled to remove the old unit and replace the unit with a new one.

Manufacturer narrative:
(B)(4).